Manufacturer narrative:
Under (B)(6) law, patient information is considered confidential and will not be released by the hospital. This report is submitted to FDA after additional information was recieved. Patient log file evaluated.

Event description:
According to customer device was in home mode when device settings was changed during active treatment. Seven alarms deactivated plus peep pressure set from 7 to 0 mbr. Time period: (B)(6) 2017. Based on the information provided at this time, including investigation results indicating a user error, the reported event is considered reportable per 21 cfr part 803.3. Note: "device mode: the two device modes of the vivo 50 are used for controlling the user access to the ventilator settings. Clinical mode allows full access to the vivo 50 treatment parameters for health care professionals. Home mode is used for regulating the access to the ventilator's settings for patients and lay persons."